Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 08 march 2024 from a customer in united arab emirates. It was reported that on february 27th 2024, hamilton-t1 (sn (B)(6)) under software version 3.0.3, alarmed for 'tf446026 amvreferror' and switched into ambient during ventilation. On restarting the device the technical fault appeared again at start-up. No interruption of ventilation or medical intervention was reported. According to preliminary analysis performed, the root cause associated to the reported issue could be related to: voltage supervision (power pac) alarms due to voltages (+2v5_refadc, +3v_ref) out of tolerance, caused by defective electronic parts on control board or pressure sensor board. Accordingly, the following correction may be considered: 1. Replace control board. 2. Replace pressure sensor assembly if problem remains after control board replacement. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 08 march 2024 from a customer in united arab emirates. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6)) under software version 3.0.3, alarmed for 'tf446026 amvreferror' and switched into ambient during ventilation. On restarting the device the technical fault appeared again at start-up. No interruption of ventilation or medical intervention was reported. According to preliminary analyis performed, the root cause associated to the reported issue could be related to: voltage supervision (power pac) alarms due to voltages (+2v5_refadc, +3v_ref) out of tolerance, caused by defective electronic parts on control board or pressure sensor board. Accordingly, the following correction may be considered: 1. Replace control board 2. Replace pressure sensor assembly if problem remains after control board replacement. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.